Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 568 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer last changed her infusion set two days prior to the event. It was reported that the customer's white blood cell count is very high and may be affecting her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.